Manufacturer narrative:
H.6. Results code 1:213: a review of the manufacturing records for the device verified the lot met pre-release specifications.

Manufacturer narrative:
Concomitant medical products: as it is not known which device was involved in the distal type I endoleak, the following device is also being investigated: pxc141400sn 11180177 UDI: 00733132609963. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2013, a patient underwent endovascular treatment of abdominal aortic aneurysms using gore® excluder® aaa endoprostheses. On an unknown date, enlargement of the aneurysm diameter (amount unknown) and a distal type I endoleak from the left leg were noted. The device implanted on left distal side was either pxc141400/11180177 or pxc141400/11180180, not determined by the reporter. It was also confirmed that there was lack of apposition of pxa280300/10067062 at the inner curvature of the proximal aortic neck. On (B)(6) 2020, re-intervention was performed. The left internal iliac artery was coil embolized and an additional stent graft was implanted in the left external iliac artery. The distal type I endoleak was no longer detectable. During the operation, a proximal type I endoleak was not identified, however an additional stent graft was implanted in the proximal neck to solve the lack of apposition. The physician commented that the proximal neck of the patient was angled, so the lack of apposition in the proximal side was considered to be due to the patient¿s anatomy.